Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported reprogramming was unable to provide desired coverage of the pain. An x-ray was taken and showed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 where the lead was initially repositioned, however the physician cut the lead so it was explanted and replaced. The patient is now receiving effective stimulation.